Manufacturer narrative:
This event was initially received on (B)(6) 2016; however, the event met MDR reporting criteria on 2/19/2016 when information received indicated that the cable failure occurred during attempt to detach a coil in the patient. The codman coil used and the associated lot and catalog number were not provided; therefore, the manufacturing date and expiration dates are unknown. Concomitant products: enpower detachment cable (ecb00018200/c32310) and headway microcatheter were used for the procedure. It was reported that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the enpower detachment cable (ecb00018200/c32310) did not work, and the unspecified coil failed to detach. A pre-deployment electrical check had not been performed. It was unknown if the same cable had been used successfully to detach previous coils. It was unknown if any lights illuminated or if all connections appeared to fit properly without application of excessive force. None of the devices appeared damaged. A headway 17 microcatheter was used for the procedure, and there had been no resistance between the coil and microcatheter. A continuous flush had been maintained through the microcatheter. The same enpower detachment control box was used to implant subsequent coils. There were no patient consequences and no clinically significant delay in the procedure. The target vessel and patient demographics were unknown. It was reported that the cable would be returned for analysis.

Manufacturer narrative:
This report is being submitted because we became aware that follow up 1 was accidentally reported as follow up 2. Therefore, are resubmitting this information to correct the sequencing. It was confirmed on 03/08/2016 that the lot and catalog numbers of the coil could not be obtained. Conclusion; it was reported that the enpower detachment cable (ecb00018200/c32310) did not work, and the unspecified coil failed to detach. A pre-deployment electrical check had not been performed. It was unknown if the same cable had been used successfully to detach previous coils. It was unknown if any lights illuminated or if all connections appeared to fit properly without application of excessive force. None of the devices appeared damaged. A headway 17 microcatheter was used for the procedure, and there had been no resistance between the coil and microcatheter. A continuous flush had been maintained through the microcatheter. The same enpower detachment control box was used to implant subsequent coils. There were no patient consequences and no clinically significant delay in the procedure. The target vessel and patient demographics were unknown. The device was not returned for analysis. In addition, the lot number was not provided; therefore a DHR review could not be performed. Based on the information and analysis, the enpower detachment cable inability to detach the coil could not be confirmed, and it could not be confirmed if the coil was related to the detachment failure because the coil was not returned for analysis. The returned cable passed functional testing, and the resistance measurement failed according to specification; however, it is unknown whether this contributed to the complaint event. Although the resistance measurement did not meet specification, there is no evidence that the issue is manufacturing related all as cables are tested. In addition, without the return of the complete detachment system and the unidentified microcoil system used in procedure, it cannot be determined if these components contributed to the complaint event. The returned ecb (c32310) was inadvertently soaked in cidex by the decontamination lab instead of the 70% alcohol wipe which may have affected the electrical testing. Since there was no evidence that the event was related to a manufacturing issue, no corrective actions will be taken at this time. When this medwatch was originally submitted in 2016, imdrf codes were not used, and the now obsolete FDA codes were used. Therefore, the below code was applicable during time of original submission: result code: 3221.

Manufacturer narrative:
It was confirmed on 03/08/2016 that the lot and catalog numbers of the coil could not be obtained. Conclusion; it was reported that the enpower detachment cable (ecb00018200/c32310) did not work, and the unspecified coil failed to detach. A pre-deployment electrical check had not been performed. It was unknown if the same cable had been used successfully to detach previous coils. It was unknown if any lights illuminated or if all connections appeared to fit properly without application of excessive force. None of the devices appeared damaged. A headway 17 microcatheter was used for the procedure, and there had been no resistance between the coil and microcatheter. A continuous flush had been maintained through the microcatheter. The same enpower detachment control box was used to implant subsequent coils. There were no patient consequences and no clinically significant delay in the procedure. The target vessel and patient demographics were unknown. The device was not returned for analysis. In addition, the lot number was not provided; therefore a DHR review could not be performed based on the information and analysis, the enpower detachment cable inability to detach the coil could not be confirmed, and it could not be confirmed if the coil was related to the detachment failure because the coil was not returned for analysis. The returned cable passed functional testing, and the resistance measurement failed according to specification; however, it is unknown whether this contributed to the complaint event. Although the resistance measurement did not meet specification, there is no evidence that the issue is manufacturing related all as cables are tested. In addition, without the return of the complete detachment system and the unidentified microcoil system used in procedure, it cannot be determined if these components contributed to the complaint event. The returned ecb (c32310) was inadvertently soaked in cidex by the decontamination lab instead of the 70% alcohol wipe which may have affected the electrical testing. Since there was no evidence that the event was related to a manufacturing issue, no corrective actions will be taken at this time.